Manufacturer narrative:
Patient weight not available from the site. A medtronic representative reported that the imaging system would go sporadically into stand alone mode when image save button on the handswitch was pressed; after a few seconds the system would come back would work properly. When the imaging system was unused for about 10 minutes the issue would come back. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date. During the onsite inspection, the medtronic representative reported that the system control needed to be changed, a rad and fluoro calibration needed to be performed, the power control board (pcb) needed to be replaced. After these actions were taken the rep invalidated home. The replaced pcb was sent to the manufacturer for part analysis. The system's logs were sent to the manufacturer for analysis. A successful system checkout was performed which verified that the issue had been resolved. During part analysis there was a confirmed electrical failure with the pcb. A software investigation was conducted to analyze the system logs where it was determined that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database. (B)(4). This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system would go sporadically into stand alone mode when image save button on the handswitch was pressed; after a few seconds the system would come back would work properly. When the imaging system was unused for about 10 minutes the issue would come back. There was no patient impact reported and the delay in surgery was less than an hour. Surgery proceeded as planned. An onsite inspection was scheduled for a later date.